Manufacturer narrative:
At the time of this report, the sample was not returned for eval. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the clip was not firing, the clip did not come down into the jaws. No pt injury reported.